Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had an issue with neuro-tip bent/broken. It is unk if the device was used during surgery. It is known no injury or med intervention occurred. There was no additional info provided.